Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch screw was missing. The technician replaced the screw to repair the stretcher.